Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was above 534 mg/dl, 176 mg/dl and 91 mg/dl. Customer reported that the calibration not accepted change sensor, this issue had repeated. The insulin pump will not be returned for analysis.